Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws of the (B)(4) "pulled off." The reporter stated, "the pa was using the hp2 and mid harvest, he had collected some tissue on the jaws. He cleaned it with quite a bit of force, without using a wet 4x4 - he said more force than he would have normally. As a result, the silicone portion of the boot came off. The pa admitted he incorrectly cleaned the device and said it was user error." A replacement (B)(4) unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaw boot had completely detached from metal. There was slight evidence of blood on the device. Based upon the visual observations, the reported complaint for "jaw boot detached" was confirmed. Reporter confirmed that it was user error that caused the jaw boot to detach by not cleaning the jaws gently with a wet 4x4 gauze, as instructed in the IFU. (B)(4).